Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 18f foley had small hole in catheter at the base of y site, replaced again with same brand of foley ref#70518si. Again, noted small hole at base when tried to irrigate, went to order another foley then noted had fallen out of patient an noted to have holes in the balloon portion of foley.